Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor image. The issue occurred during a setup of the device. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: low light transmission, moisture under light guide cover, fiber breakage and dents on distal edge occurred. Based on the results of the investigation, the poor image was confirmed due to low light transmission. The most probable cause of the complaint is traced to component failure, expected or random component failure without any design or manufacturing issue.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.